Event description:
Multisystem organ failure. Information was received on 12/29/06 regarding a male patient who sustained 92 % total body surface area burns. In 2006, at total of 42 epicel grafts were applied to the patient (anatomical locations unk). The patient died 4 days later due to multi-system organ failure.